Event description:
It was reported that bilateral pleural effusions resolved without sequelae on (B)(6) 2021 after thoracentesis.

Manufacturer narrative:
Main investigation conclusion a direct correlation between the reported events and heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. A specific cause for the reported events could not be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system instructions for use (hm3 lvas IFU) lists potential adverse events such as cardiac arrhythmia and heart failure that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia and right heart failure that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. Additionally this document states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had developed sustained ventricular tachycardia and was given an amiodarone bolus. The patient developed a left pneumothorax on post-operation day 1. The arrhythmia resolved without sequelae on (B)(6) 2021. On (B)(6) 2021 the patient had right heart failure (rhf). They remained on inotrope post-implant that was discontinued for approximately 24 hours. Inotrope was then restarted due to rhf. The patient was on inotrope therapy prior to implant as well. Patient remained on inotrope for 1-week post-implant. On (B)(6) 2021, the patient developed a fever of unknown origin. Vancomycin and cefepime IV were started prophylactically. Blood cultures were taken and as of (B)(6) 2021, no growth had been seen. ID was consulted on (B)(6) 2021 as fevers continued despite negative cultures. CT of the chest showed large volume left pleural effusion and small volume right pleural effusion with atelectasis. The patient had thoracentesis on (B)(6) 2021. The cause of the right heart failure was unknown as of (B)(6) 2021. The device operated as expected and the patient resumed all hypertensive medicine and diuretics which patient had not been taking for 10 days. The patient remains hospitalized with proper medications.